Manufacturer narrative:
Device serial number was requested but not provided by the customer.

Event description:
It was reported that the event log captured low voltage advisory events on battery power where it appeared that the battery power was depleting. The log captured low voltage hazard/no external power events on (B)(6) 2021 where it appeared that the mobile power unit (mpu) lost total power enabling the backup battery (bb) until power was restored to the mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 14 days (07mar2021 to 22mar2021 per the timestamp). The no external power alarm activated on 13mar2021 at 08:59 due to the rsoc voltage diminishing to ~0v while the device was connected to a mobile power unit. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after the device was reconnected to power. No other notable alarm was observed. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.